Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issue to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported entrapment of device appears to be related to user technique/procedural circumstances. The reported patient effect of foreign body in patient resulting in unchanged mitral regurgitation was due to the clip being implanted in an undesirable location (user technique/procedural circumstances). The reported patient effects of unchanged mitral regurgitation and foreign body in patient are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report device entrapment and foreign body. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted sistolic anterior motion (sam) and rotated heart. A clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine, but mr did not change. To avoid obstructing the efflux with the clip, the clip was inverted to be re-positioned. However, the clip arm was stuck with the posterior leaflet and the chordae. Many attempts were made to free the clip but failed. Therefore, the clip was deployed in an unintended location, and the mr is 4+. The procedure was aborted. The patient is stable and other treatment options are being evaluated. There was no clinically significant delay in the procedure. No additional information was provided.